Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the asymptomatic patient presented to the clinic for a routine follow-up it was noted that the corvue trend was zero since (B)(6) 2013. It was noted that the patient had gone to the hospital for congestive heart failure treatment during that time. The patient will be monitored.